Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the 16fr and 18fr foley catheters in the intensive care unit were leaking at present. It was stated that they were leaking in the tubing, near the patient and not from the collection bag.